Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports edc was placed on 8/13 and was functioning fine. Was removed on 8/17. Nurse was removing and edc snapped near hub leaving a part in patients vein. They think there may have been too much pressure when removing which cause it to snap. It was reported the patient was getting examined to see where the missing piece is and how they can remove it. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "edc was placed on (B)(6) and was functioning fine. Was removed on(B)(6). Nurse was removing and edc snapped near hub leaving a part in patients vein. They think there may have been too much pressure when removing which cause it to snap.". It was reported the patient was getting examined to see where the missing piece is and how they can remove it. Additional information was requested, but was not available at the time of this report.